Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age and gender unk), the device failed to display an ECG signal. Complainant did not indicate there was any adverse effect to the pt due to the reported malfunction.